Manufacturer narrative:
Date sent to FDA: 04/22/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
H6 patient code: 3189 - surgical intervention. It was reported that the patient experienced recurrent hernia, adhesions following surgery. It was reported that the patient underwent hernia repair surgery on (B)(6) 2019.